Event description:
During insertion of thoracentesis catheter, the large guage needle was inserted without difficulty, but it must have slipped out and the catheter shirred off and a small one centimeter incision was made. Using dissection, we were able to locate the catheter and extract it completely form the subcutaneous spacedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.